Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments have lost their springs and longer work.

Manufacturer narrative:
Examination of the returned devices confirms the complaint; the spring component is damaged/missing. A complaint database search on the provided product family identified a trend of damaged/missing spring component. The root cause is attributed to product design. (B)(4) was implemented on october 29, 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.